Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly did not find any issues that would result in high blood glucose levels. Although no issues were noted, it could not be conclusively determined if the cannula was dislodged from the insertion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 9 to 14.3 mmol/l (162 to 258 mg/dl) with ketones present and that the cannula was out of the skin. It was also reported that when she applied the pod one corner of adhesive pad folded over. There was three correctional boluses (exact amount was not provided) but was not able to lower the patient's bg levels. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided). The pod was worn longer than 48 hours on the arm.